Event description:
It was reported that the patient was admitted septic in respiratory distress. A presep catheter was inserted in 2007, and on the following month, it was noted that the guidewire remained inserted. The patient was later discharged. No patient complications were reported.

Manufacturer narrative:
Device has not been received for evaluation.